Event description:
It was reported that the patient underwent an implant of a zcb00 20.5 diopter intraocular lens (iol). In addition, it was stated that tass was included in the event description resulting in intervention. No additional information was received.

Manufacturer narrative:
(B)(4). Report source: FDA office of surveillance and biometrics center for devices and radiological health. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Eval summary: placeholder.